Event description:
Additional information received on 11/30/2024 has there been any harm to patients/healthcare professionals? A: there was no harm to patients or health professionals. Can you please confirm the affected quantity? A: there were 3 units. Is there any patient impact, if yes, please explain in details? A: no, there is a risk of occupational accidents due to sharps.

Manufacturer narrative:
A device history record review was completed for provided material number 38182314 and lot number 4183538. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, two (2) pictures were received for evaluation by our quality team. Through examination of the pictures, the needle retraction feature was observed not activated. Based on the investigation results, it is possible that this incident resulted from an issue with the spring formation; in particular, lack of spring check station adjustments, incorrect spring check challenge parts, or lack of check frequency in the spring check station. Improvements in the spring formation machine were implemented through a corrective and preventive action plan in august 2024. A thorough weekly preventive check was implemented. The reported lot number was manufactured prior to the completion of this plan¿s implementation. At this time, further action has not been determined necessary. Our quality team will continue to closely monitor the manufacturing process for signs of this potential defect and any emerging trends.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
According to the report, the material presented problems during use. Needle safety lock did not work (collet the needle).